Manufacturer narrative:
The surgeon reported that the patient's mandibular bone screws were loosened and had fractured. The surgeon removed and replaced the right mandibular component with a revised device and performed an sso on the contralateral side. No additional information was provided.

Event description:
The surgeon removed the right mandibular component, debrided the joint, and placed a mandibular revision device.